Event description:
The customer alleged they received a questionable alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) for one patient on their c501 analyzer. The patient's initial alt result was 244 u/l and it was reported outside the laboratory. The sample was repeated and the result was 43.4 u/l. There were no adverse events. The alt reagent lot number was 68993901. The expiration date was requested but not provided. The field service representative went on site. He found that the gear pump pressure had fallen below the required pressure. He tried to tune the gear pump, but it was not possible. He replaced the gear pump and was able to reach the required pressure.

Manufacturer narrative:
This event occurred in (B)(6).